Event description:
A customer reported that on (B)(6) 2011 erratic phosphorus (phosm) results were generated on a unicel dxc 800 synchron system for one patient sample. Data provided by the customer indicates that the initial result was repeated on the same instrument in duplicate. Repeat results were different from the initial result, and each other. The erratic results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Data provided by the customer also demonstrated that 5 additional phosphorus results, for different patients, were generated on the unicel dxc 800 synchron system and confirmed as valid by a repeat test performed on another instrument. These results were not regarded as erratic. The instrument phosphorus quality control (qc) results did not recover within the customer's established specifications the day prior to the event. Additionally, instrument qc warnings were generated the day prior to the event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer replaced all of the tubing on the phosm module and performed lamp calibration to resolve the issue. Although the instrument was repaired prior to returning the instrument back into service, a definitive root cause is unknown at this time.